Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the right femoral artery in a 56-year-old male in the catheterization laboratory. The patient presented with acute myocardial infarction and cardiogenic shock, with a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical status prior to initiation of support was reported as scai shock stage d. The patient was receiving inotropes, vasopressors, and ventilator support for respiratory support. The patient underwent a lima to lad procedure with stent placement. During ultrasound assessment in the ICU the following morning, absence of distal flow was noted in the limb associated with the impella cp access site. The provider elected to place an external right-to-right antegrade sheath to restore perfusion and initiated systemic heparin therapy. A plan was made to upgrade the patient to an impella 5.5 when cardiothoracic surgery became available. The reported patient experiences associated with the impella cp included ischemia, device revision or replacement, and medication required with surgical intervention. Based on the available information, the reported events appear consistent with the patient¿s underlying coronary artery disease and overall hemodynamic instability, which could have contributed to the need for right-to-right antegrade sheath placement to restore reperfusion, as well as the use of vasopressors that are known to cause arterial vasoconstriction. These factors are also consistent with the known risks of large-bore vascular access and anticoagulation. A review of the available information did not identify evidence suggesting that the impella cp contributed to the reported events. The patient survived.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.